Manufacturer narrative:
During investigation on (B)(6) 2023, the thermogard xp ivtm system (sn (B)(4) failed functional testing and displayed a tcmid: 01 (pump failed) error message. The root cause for the reported complaint was a failure of the roller pump raceway, likely attributed to wear and tear. The thermogard is a reusable device and was manufactured in october 2013 and is over 9 years old, exceeded its expected service life of 5 years. During visual inspection of the thermogard console, no physical damage was observed. No obstacle that would cause obstructions was observed on the roller pump compartment. During initial functional testing, the roller pump compartment was cleaned. The roller rotor was removed to perform priming without rotor and suk. The pump shaft was able to rotate smoothly. The roller rotor was put back and priming was performed. The pump was able to rotate smoothly. During the warming phase, the pump also rotated smoothly. However, 10 mins later, the tcmid:01 error occurred, and the pump roller stop rotating, thus, confirming the reported complaint. The roller pump raceway will be replaced to remedy the fault. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard console with serial number (B)(4).

Event description:
During investigation on (B)(6) 2023, the thermogard xp ivtm system (sn (B)(4) failed functional testing and displayed a tcmid: 01 (pump failed) error message. No patient involvement.